Manufacturer narrative:
Result: footboard modules.

Event description:
It was reported by service report that the footboard modules popped out. However, no sharp edges were observed. No pt involvement or adverse consequences were reported.